Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient. The tsh result was "around 15" and was "repeatable". A specific result of 15.93 was provided. After viewing the results, the prescriber had the sample tested by another method and the result was 3.17. The units of measure were not provided. The patient was not adversely affected. The tsh reagent lot number was provided as "00000" with an expiration date of 11/30/2015.